Manufacturer narrative:
The sub-optimal tissue processing reported is derived from the "factory 12-hr xylene standard" protocol started in retort b at 19:30pm on (B)(6) 2017, which comprised (B)(4) cassettes completed successfully at 07:28am on (B)(6) 2017. Evaluation of the instrument logs confirmed that the instrument is configured to a two (2) basket retort fill level; and three (3) basket bottle fill level at the time the "factory 12-hr xylene standard" protocol started in retort b at 19:30pm on (B)(6) 2017 was run. Following completion of the "factory 12-hr xylene standard" protocol started in retort b at 19:30pm on (B)(6) 2017, the logs confirmed that the instrument is configured to a three (3) basket retort fill level; and three (3) basket bottle fill level. Information provided by the complainant indicates that approximately (B)(4) cassettes of the (B)(4) cassettes were affected following completion of the "factory 12-hr xylene standard" protocol started in retort b at 19:30pm on (B)(6) 2017. This suggests that the bottom basket does not contain any cassettes; middle basket contained (B)(6) cassettes and the top basket contained (B)(4) cassettes. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 12-hr xylene standard" protocol started in retort b at 19:30pm on (B)(6) 2017. The root cause of sub-optimal tissue processing reported is a use error. Specifically a user loaded three (3) baskets of cassettes, when the instrument has previously configured with a two (2) basket retort fill level. As a consequence, the cassettes in the top basket in the retort would not have been covered by processing reagents for the entire duration of the 12-hour protocol. The leica peloris/peloris ll user manual contains the following warning: "never place three baskets into a retort when the instrument is configured with a two basket fill level. If this occurs, reagent will not cover the top basket and tissue samples will be damaged."

Event description:
Leica biosystems received information from the complainant that a third basket had been placed into retort b, which had previously been configured with a two (2) basket fill level. On (B)(6) 2017, the leica senior account manager - alberta, saskatchewan & manitoba was advised by the complainant that the tissue samples from all cases involved in this event were diagnosable.